Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found that the internal battery was depleted upon receipt of the device. After the battery was recharged, the device detected the battery and the device operated per specifications. Based on the evaluation results, the reported issue was most likely due to a depleted internal battery. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its internal battery. There was no patient injury reported as a result of this incident.